Manufacturer narrative:
.

Event description:
Same case as 6000093-2007-01023. It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician attempted to place a 3.5x20mm liberte bare metal stent and a 3.0x20mm liberte bare metal stent to the 90% stenosed lesion located in the calcified, mid, right coronary artery (rca). In both cases, the stent became trapped and dislodged inside the guide catheter (gc). "The stent has not been in the pt body. And only the balloon of the device crossed the lesion. According to the physician, the gc was kinked." This procedure was completed with a different device, unk type and size. No pt injuries or complications occurred.